Manufacturer narrative:
(B)(4). The associated devices were not returned for evaluation. A review of manufacturing records did not reveal any manufacturing deviations that could have contributed to this issue. Sterilization records were also reviewed and found to be performed per sterilization release documentation from quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to infection.